Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse determined that the accessory cable not measuring continuity across pin out and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) would not auto zero. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a